Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump's basal settings needed to be adjusted. Caller stated that the customer recently had blood glucose levels below 50 mg/dl. Customer's mother was advised to contact their health care provider. The insulin pump was not replaced or returned for analysis.